Event description:
Per the customer: "today during a full arrest with t20, they had to send a member out to the medic unit to grab a new ambu bag because the one they were using collapsed and will not expand. The second ambu bag which they grabbed from a medic unit worked flawlessly." Ambu bag was deflated upon opening, would not sufficiently fill the bag. When cincinnati fire arrived on the scene, the patient was too far gone already. The bag was not responsible for patients' death. A second bag was used and worked as indicated. Patient expired. The bag was not responsible for patients' death.

Manufacturer narrative:
No sample could be returned for investigation, but the reported failure could be verified per the picture provided by customer. Spur ii is assembled and packed manually according to internal procedure. Before packing, function tests are performed. If there is deformation, it should be easily detected by function test or operators. Therefore, the product should be without deformation before delivery. Since customer did not provide the lot number and no sample is returned for investigation, production record could not be reviewed. Per transportation test, the product should not be deformed under normal transportation conditions. One possible cause of such malfunction is if spur ii stored in a deformed state. We tried to get more information about storage condition, but no further information from customer apart that spur ii was stored in a red bag. The IFU states: "never store the resuscitator in a deformed state other than as folded when delivered by the manufacturer, otherwise permanent distortion of the bag will occur which may reduce the ventilation efficiency" and "always inspect the resuscitator and accessories (e.g. Face mask, peep valve, filters, etc.) And perform a functional test after unpacking, cleaning, assembly and prior to use". Ambu will keep monitoring the issue and take actions as appropriate.